Event description:
It was reported that the patient changed health care providers (hcp) in (B)(6) because her hcp retired in (B)(6); and after her (B)(6) 2012 refill, she started to feel something had turned loose where it was attached internally and turned completely over, causing her pain. The patient could tell the pump was moving and it felt different. The patient also reported at the refill in (B)(6) 2012, when the hcp tried to put the needle in the pump, it would not go; she had to make 4 to 5 'stabs' before it went in. The patient noted that on (B)(6) 2013, the hcp was able to turn the pump over and remove one 'valve' of medication that was in the pump. The patient also noted that once the hcp was able to access the pump, the physician programmer indicated that the pump was functioning properly and was giving out enough medication. The patient's family hcp looked at the pump printouts and thought the pump was not supplying enough of the medication to really help the patient, for the length of time it had been used. The patient reported experiencing bad back pain and worsening arthritis. The patient noted that the pump was currently flipped and stated she was getting therapy from it. The patient had not experienced any falls/trauma related to the pump, but she had lost and gained weight. The patient also reported the pump had not proven to be very effective pain-wise and that was the reason for changing the medication in (B)(6) 2012 from morphine to dilaudid. The decision was made to send the patient for revision.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).